Event description:
Info received that the head was drifting slowly down. No injury reported.

Manufacturer narrative:
Tech located the bed in storage area. Found valve head down was drifting slowly. Bed in low position with head down. Replaced the head down valve to resolve this issue.